Event description:
It was reported that a malfunction alarm with code malf 16 occurred. There was no reported impact to the customer¿s blood glucose level due to unknown or declined information. The customer was instructed to use multiple daily injections as a backup therapy and put the pump into storage mode before returning it to tandem. A replacement pump was arranged to be shipped, and the caller acknowledged the instructions for returning the problematic pump.